Event description:
It was reported that the programmer required corrective maintenance and repair. The programmer was returned for evaluation and subsequently tested out of specification during manufacturers evaluation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: it was determined on analysis that the programmer tested out of specification as it was identified that the programmer unexpectedly shut down several times during incoming endurance testing, following the final shut down the programmer would not start up. The power supply was found to be defective. It was also determined at analysis that the upper and lower bullets were broken, and the fan was noisy. Errors were found in the software history, the software was reinstalled and updated to the newest version. An electromagnetic interference repair was performed as a preventative measure to avoid finger touch issues with the installed finger touch option. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.